Manufacturer narrative:
Concomitant medical products: product ID a3sr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that post implant the telemetry showed runs of ventricular tachycardia (vt) and premature ventricular contractions and intermittent right ventricular (rv) lead capture. Testing further indicated unstable and high capture thresholds. A chest x-ray confirmed that the rv lead had dropped from the septum and into the apex. The decision was made to go right back into the operating room to reposition the lead. The lead was repositioned and tested fine through the analyzer; however when reconnected to the device there was no pacing. The lead was tested again and tested fine. There was a great deal of blood in the is-1 tip that was cleaned off and the lead was reconnected to the device and again intermittent capture was noted in the vvi pacing configuration and no pacing occurred in the voo pacing configuration. Due to the patient's dependency, the device was removed and replaced with a new device. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.